Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2014. Revision procedure was performed on (B)(6) 2014 due to pain and suspected infection. No obvious infection was observed during revision. No further details have been reported.